Event description:
(2/2, reference (B)(4) for related complaints) (documenting cartridge). Information was received via medwatch report #mw5106292, report date: (B)(6) 2021 that repeated issue with ms3 pump alarming low volume with treprostinil still left in cartridge, was experienced. Cartridge lot unavailable. No further details provided.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, device history record review could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the reporting manufacturer will reopen this complaint for further investigation. D5 is the patient/consumer.